Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The customer reported that the bixcut reamer was being used in a patient's femur and when it was removed the thread unraveled. There was no unintended metal left in the patient however the surgeons had difficulty removing the reamer as the system 7 drill was activating without pressing drive or reverse as they were trying to reverse the reamer our of the canal. Surgical delay of 10-15 minutes to remove the reamer and open extra guidewire plus other trays.